Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a broken solder joint on the interface board.

Event description:
The customer reported that the insulin pump had a blank display. The battery was changed without any results. Troubleshooting was performed and the device continued having a blank screen. No further information was provided.